Manufacturer narrative:
Patient initials: (B)(6). Patient weight reported as 200 plus pounds. (B)(4). Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during a bilateral mandible fracture repair (parasymphyseal right side fracture and a right angle) on (B)(6) 2015. The surgeon was drilling into the bone to create a hole for the screw to plate both fractures, one towards the midline of the jaw and the other towards the back of the jaw. After the drill bit was removed from the patient it was noted that approximately ten to twelve (10-12) mm of the drill bit tip was missing. Fragments were generated but unable to be located in the patient or in the operating room. Additional x-rays were taken intra-operatively and postoperatively on (B)(6) 2015 to try and locate the fragments. The drill bit fragments were not seen on x-ray. Another drill bit of the same type was used to complete the procedure. A thirty to sixty (30-60) minute surgical delay was reported. Surgeon was able to successfully complete the procedure by plating both fractures. This is report 1 of 1 for (B)(4).